Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc device. A customer reported that the reader screen is blank, therefore unable to obtain readings. The customer experienced vomiting, general illness, breathing difficulty, and a loss of consciousness however, the customer was able to self-treat with 20 units of slow and fast-acting insulin. The customer then went to the hospital where IV serum and insulin (type/dose unknown) were administered for the diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.